Event description:
Patient revised on (B)(6) 2020 due to instability, approximately 7 weeks after primary surgery on (B)(6) 2020. Surgeon explanted 135/145 36/+6 standard humeral cup and replaced it with a 135/145 36/+6 stability humeral cup.